Event description:
New information received notes the lead was explanted and replaced.

Manufacturer narrative:
Volontary medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Externalized conductors were observed. No electrical anomalies were detected. The lead will be explanted during the device change-out at eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.